Manufacturer narrative:
Other, other text: , corrected data: cover page updated on b 1 . Product malfunction occurred.

Event description:
Cover page updated on product problem and malfunction. Corrective report is being filed.

Manufacturer narrative:
No samples, pictures, lot number or part number were provided for evaluation. Therefore no investigation could be performed, it is unsure that the reported device belongs to monterrey manufacturing site. It is highly recommended to keep the defective part, pouch box or take pictures when submitting a complaint to ensure proper investigation and further correction. Personnel that work with manufacturing production line for cuff at (B)(4) site was notified of this complaint making special emphasis to report any abnormal condition with the raw material when handling during manufacturing. This notification was documented under training folio (B)(4) on 13-aug-20. Complaint could not be confirmed as no part, lot number, part number or picture were provided for analysis or investigation. No further actions are being implemented as complaint was not confirm to belong to (B)(4) manufacturing site. Previous complaints data was not able to be reviewed due to no part number information was provided.

Event description:
Information received a smiths medical endotracheal tubes-cuff was coming away, so it could not inflate. No patient injury or adverse event reported.